Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A tech reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. The pt ended up with -0.75 of refractive error. Prk (photorefractive keratectomy) was performed approx three months after the implant surgery to treat the event. In the surgeon's opinion, it is unk whether the iol caused or contributed to the event. Additional information has been requested.